Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) contacted the isi technical support engineer (tse) about an "insertion axis was not free to move" message for universal surgical manipulator (usm) 4. Prior to contacting the tse, the customer had undocked usm 4 to continue with the remaining usms. The tse found related errors in the logs. The tse inquired if the customer could inspect usm to ensure no drape material was caught in the carriage. The customer stated that there was nothing blocking the carriage. The tse recommended a system power cycle, but the customer was docked and not willing to take those steps. The procedure was completing as planned with no reported injury. Isi performed follow-up and received additional information. The ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. It went through a proper self-test prior to the case starting. The thoracic surgical procedure was completed robotically. The error occurred at the end of the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified damage on the universal surgical manipulator (usm) and replaced it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined at the time of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it failed for error 319. The usm was tested on a patient fixture test platform where the rolling loop fiber assembly was found to be damaged. During visual inspection the rolling loop fiber assembly was found to be damaged and intertwined with itself. The complaint was confirmed based on failure analysis. A device history record (DHR) review for system involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to physical damage to the rolling loop fiber assembly on the usm.